Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that pressure alarms occurred during a routine hemodialysis treatment that could not be resolved. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator failed to rinseback the patient's blood following an unrecoverable alarm. The user's guide provides instructions for alarm troubleshooting and instructs to resolve all alarms promptly and to discontinue treatment with rinseback if alarms cannot be resolved. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage has reviewed the event with facility staff. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.